Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The stapling devices were being applied to the stomach. Cracking noises were heard when trying to fire the first stapler and the handle could not be squeezed any further. A second handle and reload were both opened and a cracking noise was heard again when trying to fire the stapler. The staplers were not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. In order to resolve the issue and complete the case, opened a third manual stapling handle and reload and used with no more problems. There was no patient harm. The patient status is alive, no injury.